Event description:
The following has been reported: customer reported: reported/incident date: (B)(6) 2024. Office location: (B)(6). Pump serial number: (B)(6). Type of alarm: n/a. Pump infusing? N/a. Patient harm? No. Hard power reset? Yes. Result of power reset? Continued issue reported by: rn. Other notes: customer: "I have a pump that the touch screen is having issues. I've cleaned it and rebooted it, still having issues. Tried to program the secondary and the screen does not recognize touch-even with multiple attempts." Additional reboot performed and connectivity verified. Pump is still functioning for infusions, so it is still in service. No issues found in systems dashboard. A preliminary review identified the following issue: mechanical hardware failure (screen). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an unresponsive touchscreen. The complaint was unable to be replicated after multiple mock infusion tests were run. Device was opened to check for internal damage or loose connections. No damage was found and all connections were found to be fully seated.